Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2024 due to soft tissue irritation. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2024 due to soft tissue irritation. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, additional information indicates the most likely cause of the soft tissue irritation was caused by plate prominence. The company will supplement this MDR as necessary and appropriate.